Manufacturer narrative:
It has been reported on 05 jul 2016 that the subject device has been explanted on (B)(6) 2016 and will be returned for analysis.

Event description:
Reportedly, the episodes with simultaneous noise signals in both atrial and ventricular channels were recorded in device memories. These signals led to oversensing and pacing inhibition. The noise could not be reproduced during the last follow-up upon performing the provocative maneuvers (moving arms and shoulders, deep breathing, etc).

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the episodes with simultaneous noise signals in both atrial and ventricular channels were recorded in device memories. These signals led to oversensing and pacing inhibition. The noise could not be reproduced during the last follow-up upon performing the provocative maneuvers (moving arms and shoulders, deep breathing, etc).

Manufacturer narrative:
It was reported that the subject pacemaker and both atrial and ventricular leads were explanted on (B)(6) 2016 and will be returned for analysis.

Event description:
Reportedly, the episodes with simultaneous noise signals in both atrial and ventricular channels were recorded in device memories. These signals led to oversensing and pacing inhibition. The noise could not be reproduced during the last follow-up upon performing the provocative maneuvers (moving arms and shoulders, deep breathing, etc).

Event description:
Reportedly, the episodes with simultaneous noise signals in both atrial and ventricular channels were recorded in device memories. These signals led to oversensing and pacing inhibition. The noise could not be reproduced during the last follow-up upon performing the provocative maneuvers (moving arms and shoulders, deep breathing, etc).